Event description:
It was reported that the pump gave a system 7 alarm and jammed during use. Several methods were attempted to clear the pump with no success. The pt was removed from the pump and the intra aortic balloon was removed. There were no pt complications.